Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range measurements continue to be observed along with an increase in pacing threshold measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited impedance measurements greater than 2,000 ohms. No adverse patient effects were reported.